Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: confirmed the display screen has a pinkish contrast. The screen is able to be read. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump display was dim/discolored/faded. Adjusting the contrast did not resolve the issue. The patient had a bg of 42 mg/dl and a severe headache. This complaint is being reported because the display issue was not resolved and the patient experienced hypoglycemia.